Event description:
It was reported that during a follow up the physician observed that the device had attempted to shock the patient. The physician believed the device to be at eri and scheduled a replacement. During the procedure, the ICD gave an alert message displaying possible output circuit failure. The lead was capped and replaced. The patient was okay after the procedure. No adverse consequences were reported.